Event description:
It was reported that the patient presented to the emergency room with a thumping feeling due to right ventricular lead pacing. The lead was re-positioned successfully. The patient was in stable condition and asymptomatic post-procedure.